Event description:
It was reported prior to starting da vinci procedure the maryland bipolar forceps instrument had broken wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument conductor wire insulation was damaged and removed. Evidence not conclusive but damaged insulation may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the conductor wire damage were to recur could cause or contribute to an adverse event.